Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.2cm abdominal aortic aneurysm. It was reported that there was a type iii fabric endoleak resulting in aneurysm enlargement of 26mm. Open repair was performed. A hematoma was removed from the aneurysm and a pinhole was identified. It was noted that hemostasis was performed by applying another manufacturer's device. The event had reportedly been resolved. Per the physician, the cause of the pinhole in the endurant ii stent graft was unknown. No additional clinical sequelae were reported and the patient is fine.